Manufacturer narrative:
I-sens analyzed the cause of the low readings based on the returned meter and strip (25t) and control solution. First, we tested the returned meter, strip, and control solution and found that the readings were within the normal range. Based on the analysis results of past cases where an incorrect reading problem temporarily occurred and was resolved, it was estimated that there was something abnormal in the meter connector. As a result, blood inflow in the connector was confirmed. In addition, as a result of comparing the appearance of the strips and the retained strips to check for any strip normalities, there were no unusual features that could cause a measurement value problem. Therefore, it is assumed that the measurement value problem temporarily occurred due to the blood flowing into the connector. However, the foreign blood substances are moved and removed during the repeated insertion and removal of the strip and now operating normally.

Event description:
Customer reported issues of solution out of range. Complaint was reviewed for investigation and reportability on (B)(6) 2022. Complaint was marked for investigation and determined not reportable per arkray's per internal procedures. On (B)(6) 2022, returned strips failed testing by generating low results out of specification. The strips gave low readings, making this complaint reportable to the manufacturer as a malfunction. (B)(6) 2022 marks the aware date for MDR filing.